Event description:
Report received indicated that the end-user developed large clear fluid filled blisters under the tape border. Additionally, the report showed that the end-user noticed this off and on for past (4) years but is worse than it has been in the past. Pt previously treated with nystatin and stomahesive powder to relieve discomfort. Pt outcome was not reported.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.